Event description:
It was reported that the user reconnected to the ilet pump, experienced hyperglycemia after lunch, and later determined that the lunch meal announcement did not process, so the pump did not account for the carbohydrate intake. The user received troubleshooting and education on proper meal announcement completion. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution through user education. Investigation included review of device reporting and user interaction history. Investigation of this case revealed a missed meal announcement resulting in inadequate insulin delivery for the meal, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction error related to an unprocessed meal announcement was the cause.